Manufacturer narrative:
Device not returned to manufacturer. Device production records have been attached, showing no recorded malfuctions or defects in production.

Event description:
Sporadic innacurate readings.

Event description:
Sporadic inaccurate readings.